Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
On (B)(6) 2017, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system, three gore® excluder® aaa endoprosthesis, one gore® excluder® iliac branch endoprosthesis and one gore® viabahn® endoprosthesis were implanted. The patient tolerated the procedure. On a followup visit on (B)(6) 2020, it was noted that there was a disconnect between the ibe device and the viabahn, resulting in an enlargement of the aneurysm, amount unknown.